Manufacturer narrative:
The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject device was noted that the main coil was not returned, it had been manually detached. The delivery wire was observed to be kinked; likely due to handling. It can be presumed that the delivery wire was damaged during the procedure as force may have been applied when the friction was felt. Functional tests were unable to carry out as main coil was detached and not returned. The events reported were partially confirmed based on the analysis of the returned device; however, analysis results are consistent with the event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of procedural factors will be assigned to the reported event and as analyzed, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure upon inserting the 6th coil (subject device), the physician felt resistance and identified that the coil had detached within the microcatheter without the use of a power supply device. The physician proceeded to remove and exchange both the subject device and microcatheter. The procedure continued and completed without consequences to the patient.

Event description:
It was reported that during the procedure upon inserting the 6th coil (subject device), the physician felt resistance and identified that the coil had detached within the microcatheter without the use of a power supply device. The physician proceeded to remove and exchange both the subject device and microcatheter. The procedure continued and completed without consequences to the patient.